Event description:
It was reported that in 2003, pt had surgery to revise trochanteric fracture. Surgeon claim he used the dall miles cable grip for internal fixation of the non-unionized greated trochanteric fracture.in 2004, her surgeon reported that her cables popped, and that it was most likely a non-union. In 2004, all of pt right hip components were revised. Her post-op diagnoses was right hip trochanteric non-union."